Event description:
Erythema, edema and severe neuropathic pain bilateral hands followed by joint stiffness. These symptoms first occurred 3 or 4 times within a year, then progressed to monthly or shorter intervals. Dates of use: 39 years. Diagnosis or reason for use: cosmetic breast enhancement. Event abated after use stopped or dose reduced? No.